Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that they were trying to fill the reservoir so they can start therapy, but the arctic sun device will not take up water. Water reservoir level 0. Device sounded alarm 03 (empty reservoir). Confirmed the fill tube was in the correct position to fill the reservoir. Had nurse remove the fluid delivery line (fdl) to occlude suction port. Suction was felt, but there was not enough suction to pull the water into the reservoir. Asked nurse to send device to biomed labeled, won't fill, circulation pump. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill the reservoir so they can start therapy, but the arctic sun device will not take up water. S/n #(B)(6) water reservoir level 0. Device sounded alarm 03 (empty reservoir). Confirmed the fill tube was in the correct position to fill the reservoir. Had nurse remove the fluid delivery line (fdl) to occlude suction port. Suction was felt, but there was not enough suction to pull the water into the reservoir. Asked nurse to send device to biomed labeled, won't fill, circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill the reservoir so they can start therapy, but the arctic sun device will not take up water. S/n #dyzcy038 water reservoir level 0. Device sounded alarm 03 (empty reservoir). Confirmed the fill tube was in the correct position to fill the reservoir. Had nurse remove the fluid delivery line (fdl) to occlude suction port. Suction was felt, but there was not enough suction to pull the water into the reservoir. Asked nurse to send device to biomed labeled, won't fill, circulation pump.